Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise; a lead fracture was suspected. The device was reprogrammed to voo mode. A lead replacement procedure at a future generator change out. The patient was in stable condition. No additional information was reported.